Event description:
Event description cpi received information that the patient felt a thump in her chest and when the implantable cardioverter defibrillator (ICD) was interrogated it was found to have undergone a reset. The ICD was removed.